Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with available methods and the current state of the art. A possible cause was interference of other vitamin d metabolites. Protein based interferences such as heterophilic antibodies could be excluded due to the denaturing conditions during the pretreatment reaction of the assay.

Event description:
After being contacted by a "(B)(6)" about a patient whose vitamin d levels were in the toxic range despite not being on any supplementation, the customer found questionable vitamin d results for 11 patient samples when compared to the results by lcmsms. The customer suspected a possible interference. Of the data provided for nine patient samples, only the results for four were discrepant. Of these, only two were tested using reagent lot 177594. Refer to the medwatch with patient identifier (B)(6) for the other two patient samples. The specific date of testing was not provided. Patient 1 roche result was 271 nmol/l and the lcmsms result was 179 nmol/l. Patient 2 roche result was 310 nmol/l and the lcmsms result was 146 nmol/l. Both results for each patient were reported outside the laboratory. The customer was not aware of any adverse event. Information concerning the analyzer used was requested, but was not provided. The serial number was provided as (B)(4).

Manufacturer narrative:
Additional information was received: the patients were tested on a cobas ee601 analyzer. (B)(4). Patient 1: date of testing was provided as "(B)(6)". (B)(4). The patient was taking supplements. The results were not used for diagnostic purposes and the patient was not adversely affected. Patient 2: date of testing was provided as "(B)(6)". The patient's birthdate was (B)(6) 1955. The patient was a (B)(6) female.

Manufacturer narrative:
Samples were submitted for investigation and the customer's results for all samples were reproduced.